Manufacturer narrative:
Clinical use at the time of the event is unknown. There was no report of patient or user harm/impact. The field service engineer (fse) found no anomalies while troubleshooting the issue. The fse replaced the fan guard, filter, retainer and isolation fan mount to resolve the issue. The device passed testing and was returned to service.

Event description:
The customer reported the fan at the back is moving and the unit had a fan overheating alarm. The customer confirmed a fan overheating alarm. The customer identified diagnostic codes, "blower temperature high" and "blower temperature too high". The blower temperature was greater than 95ºc for longer than 60 seconds. The customer cleaned the two filters that were very dirty. The device was put back into service and the overheating message disappeared. The customer requested service and the delivery of the parts to the biomedical department.